Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, the stapler was positioned and resection started with a purple 45 mm load, after a purple 60 mm load "failed" because the stapler had broken and was not able to fire. It was not "fincing," then another stapler was opened and another purple 60 mm load was used, which worked correctly, but a purple 45 mm load opened the staples causing active bleeding, then the resection was tried to be continued with another 45 mm load, but it didn't fire, as there were no more 60 mm loads and bleeding was occurring, another stapler was opened and it worked correctly, performing good hemostasis and ending the resection with two 60 mm green loads. There was no patient injury.